Event description:
The deep brain stimulator reached end of service several weeks after implant. Device interrogation revealed high and low out-of-range impedance readings. The pt had good clinical effect from deep brain stimulation until the device turned itself off. This is the second device that underwent end of service within several months for this patient. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4).